Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per esoks translation & as per cc form : pose of a biliary stent (6cm) into a stent evolution (4cm) who was too short. Pulled the trigger without difficulty until the click of the release of the blue catheter. No release of the stent noticed, the blue catheter has been broke inside the operator channel, no material loose stent not available as it has been thrown to the bin. Rep update: first time: implantation of an evo stent. 4cm but the stent but stent does not fully cover stenosis. Second time: implantation stent evo.6cm un the stent 4cm. But complaint... I did customer training, after discussion, I think the button was not pressed to release the stent with slight bending of the blue catheter.

Manufacturer narrative:
This file is related to 3001845648-2020-00129 / cirl reference# (B)(4). The evo-fc-10-11-6-b device of lot number c1564822 involved in this complaint was not returned for evaluation. With the information provided a document based investigation was conducted. From image provided introducer appears to be broken. As per engineering input the "the flexor and inner catheter appears broken". Additional information was requested to aid this investigation: "first time: implantation of an evo stent. 4cm but the stent but stent does not fully cover stenosis. Second time: implantation stent evo.6cm un the stent 4cm. But complainte... I did customer training, after discussion, I think the button was not pressed to release the stent with slight bending of the blue catheter". Therefore additional complaint file (B)(4) was raised to capture the first stent implantation. From additional information provided: please confirm the length of the first stent placed? The first stent is evo-fc-10-11-4-b was this stent too short for the stricture? Yes is it . Please confirm was another stent placed? If yes what length was this stent? Yes is it 6cm. Were both stents placed in the same procedure? Or separate procedures? There are 2 stents placed in the same procedure. Was the delivery system of the 6cm stent passed through the already deployed 4cm stent in an attempt to cover the stenosis? The delivery system is placed in the first stent (4cm) but impossible to release the stent. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1564822 did not reveal any discrepancies that could have contributed to this issue. The instructions for use which accompanies this device instructs the user to: "passing a second stent delivery system through a just deployed stent is not recommended and could cause the stent to dislodge". There is evidence to suggest that the customer did not follow the instructions for use, as noted in additional information received "were both stents placed in the same procedure? Or separate procedures? There are 2 stents placed in the same procedure". And was the delivery system of the 6cm stent passed through the already deployed 4cm stent in an attempt to cover the stenosis? The delivery system is placed in the first stent (4cm) but impossible to release the stent. It may also be noted that the IFU states ¿testing of overlapping stents has not been complete and is not recommended¿. A definitive root cause could be determined from the available information that the user did not follow the instructions for use. As per instructions for use: "passing a second stent delivery system through a just deployed stent is not recommended and could cause the stent to dislodge". While there is no information to suggest that the initial sent was dislodged, in attempting to pass the delivery system through this stent and potentially in a difficult position damage to the device may have resulted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customer's testimony and image provided.

Event description:
As per completed customer complaint reporting form: pose of a biliary stent (6cm) into a stent evolution (4cm) who was too short. Pulled the trigger without difficulty until the click of the release of the blue catheter. No release of the stent noticed, the blue catheter has been broke inside the operator channel, no material loose stent not available as it has been thrown to the bin rep update: first time: implantation of an evo stent. 4cm but the stent but stent does not fully cover stenosis. Second time: implantation stent evo.6cm un the stent 4cm. I did customer training, after discussion, I think the button was not pressed to release the stent with slight bending of the blue catheter.